Manufacturer narrative:
The analysis of the handpiece was completed. Analysis could not confirm the reported event of the device getting hot. Pre-repair temperature testing was performed. The following are the pre-repair temperatures of the device after 1 minute: t1 - 88 degrees f and t2 - 87 degrees f. The ambient temperature was 81 degrees f. Evaluation found no fault with the device. The device was tested to all manufacturing product specifications and returned to the customer. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received: the event was clarified by clinical engineering at the facility. "The handpiece did get hot, which resulted in them having to put the handpiece down. The handpiece however did not burn the user¿s hand and therefore did not cause injury. Another handpiece was used" to complete the procedure.

Manufacturer narrative:
The device was returned for analysis. Device evaluation anticipated but not yet begun. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The biomedical engineer reported that when the user started using the drill, it got hot and burnt the user's hand.